Manufacturer narrative:
The insulin pump alarmed for a compromised force sensor system during basic occlusion test due to a loose/protruded drive support disk. The insulin pump had a cracked case at display window corner, minor scratches to the display window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime. The blood glucose reading was 180 mg/dl. The drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.